Event description:
It was reported by repair work order that the bed displayed a base tilt error at 24", which would cause all motor functions to stop operating due to wire harness #2 malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.